Event description:
A consumer reported that since having a multifocal intraocular lens (iol) implanted in her left eye, she has blurred vision which interferes with seeing street signs and reading. In a follow up, a research coordinator reported the consumer had a second opinion by a corneal specialist who reported the consumer was unable to neuro-adapt to the multifocality of the iol. The corneal specialist noted some changes regarding the consumer's cornea, which resolved with topical medication eye drops. The surgeon does not blame the iol for the reported event.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on 11/14/2013. (B)(4).